Manufacturer narrative:
H6: investigation summary : no product information or sample available. Based on the limited information, bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd texium¿ syringe coring occured. The following was provided by the initial reporter: verbatim: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6), has been listed in sections d.3. And g.1. And the (B)(6) FDA registration number has been used for the manufacture report number. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd texium¿ syringe coring occured. The following was provided by the initial reporter: verbatim: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement.